Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic procedure, the device had issues with loading/firing the clips, when the vessel was being sealed the clip applier never fire. Another device was opened in order to complete the case. No reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument was received partially fired with eight clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. The instrument was received inserted into a 5mm trocar. Functionally, the jaw leg was reset by aligning the cam with the driver. The trocar was removed. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. Should new information become available, the file will be re-ope ned and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.